Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01536. It was reported that the patient experienced high impedance. The patient lost effective coverage and had high impedance on both leads. As a result, the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was restored.